Event description:
Reporter used the product in 2007 and it was worn on side of hip for 6-7 hours. She did not feel heat or burning while wearing patch. After patch removal, area was very red and hurt. Reporter called pharmacist to get chattem phone number and report the incident. She has treated area with salves and gauze pads. Follow-up information was received on 8/21/07. She reported that wound had scabbed over and was healing, but area was still sore when touched.